Manufacturer narrative:
H3: analysis found that the customer's reason for return has been confirmed. The nose cone isn't straight. The bur vibrates. The nose cone angle test failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the skeeter drill handpiece was not working. There was no patient impact. Service and repair team found that the skeeter drill was vibrating.